Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The one (1) procedure image included in the complaint underwent independent physician review on (B)(6) 2022. The results of the physician review are documented as follows: ¿the description is clear and the stent seems to be used in the treatment of intracranial atherosclerosis after balloon dilatation. There is one still image provided which shows that the markers of the distal portion of the stent are not independently visible, suggesting non-opening. Given this situation, there are a number of reasons for ¿non-opening¿ or ¿partial opening¿ of endovascular stents, which are local vasospasm, atherosclerosis with tight lumen, device failure, atherosclerotic material impacting the distal portion of the stent and reflux of blood into the microcatheter prohibiting deployment. It cannot be reliably concluded from the history, nor the image, which factor was of influence in this case.¿ physician name and date reviewed: (B)(6), md, neurointerventionalist. (B)(6) 2022. The product analysis lab reviewed the photo of the complaint product. The review is documented below. [Photo analysis]: based on the photo of the complaint device, the stent is observed partially inside of the introducer; as the stent was not fully detached from the unit, the incomplete expansion was not able to be observed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610186. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The reported issue documented in the compliant that the 4mm x 30mm enterprise 2 stent could not be opened could not be evaluated based on the photo; if / when the complaint device is returned for evaluation and analysis, an assessment will be performed based on the condition of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that a patient presented with stenosis at the m1 segment of the left middle cerebral artery (mca) underwent balloon dilation followed by endovascular stent placement using a 4mm x 30mm enterprise 2 stent (encr403012 / 6610186). The enterprise 2 stent passed through the microcatheter and arrived at the target position, then the physician started to release the stent, but the stent markers converged and could not be opened. The physician removed the stent from the patient¿s body and massaged the stent, but it still did not open. A new stent was used to complete the procedure. There was no report of any patient adverse event. One (1) procedure image and one (1) photo of the product was included in the complaint.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that a patient presented with stenosis at the m1 segment of the left middle cerebral artery (mca) underwent balloon dilation followed by endovascular stent placement using a 4mm x 30mm enterprise 2 stent (encr403012/6610186). The enterprise 2 stent passed through the microcatheter and arrived at the target position, then the physician started to release the stent, but the stent markers converged and could not be opened. The physician removed the stent from the patient¿s body and massaged the stent, but it still did not open. A new stent was used to complete the procedure. There was no report of any patient adverse event. One (1) procedure image and one (1) photo of the product was included in the complaint. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The one (1) procedure image included in the complaint underwent independent physician review on 22-aug-2022. The results of the physician review are documented as follows: ¿the description is clear and the stent seems to be used in the treatment of intracranial atherosclerosis after balloon dilatation. There is one still image provided which shows that the markers of the distal portion of the stent are not independently visible, suggesting non-opening. Given this situation, there are a number of reasons for ¿non-opening¿ or ¿partial opening¿ of endovascular stents, which are local vasospasm, atherosclerosis with tight lumen, device failure, atherosclerotic material impacting the distal portion of the stent and reflux of blood into the microcatheter prohibiting deployment. It cannot be reliably concluded from the history, nor the image, which factor was of influence in this case.¿ physician name and date reviewed: (B)(6), md, neuro-interventionalist. 22-aug-2022. The product analysis lab reviewed the photo of the complaint product. The review is documented below. [Photo analysis]: based on the photo of the complaint device, the stent is observed partially inside of the introducer; as the stent was not fully detached from the unit, the incomplete expansion was not able to be observed. The reported issue documented in the compliant that the 4mm x 30mm enterprise 2 stent could not be opened could not be evaluated based on the photo. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610186. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile a 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. No damage was observed on the returned complaint device. The returned device was inspected under a microscope. Under magnification, the stent component was observed still remaining inside the introducer and still attached to the delivery wire component. The introducer component was confirmed to be within specifications as related to the inner diameter (ID) and outer diameter (od). The device was flushed with a lab sample syringe, then the delivery system was moved forward, and it advanced through a lab sample microcatheter; the stent could advance until it came out from the distal tip of the microcatheter without noticeable resistance. Once the stent was outside of the microcatheter, it was found bent and with a strut broken off on the distal area. The damaged distal end was observed narrowed and unable to fully expanded. The reported issue documented in the complaint regarding the stent not being able to open was confirmed since the stent was confirmed not to fully expand during the analysis. The bents and the broken struts found during the inspection of the stent component were not originally reported in the complaint, however, it could be reasonably suggested that such damages contributed to the issue encountered during the procedure. The complaint documented that the stent was removed from the patient¿s body and massaged; this might have contributed to the damages observed on the stent. It is also possible that the stent became inadvertently damaged during the advancement through the microcatheter. With the limited information available, the root cause remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A device history record (DHR) of the lot number 6610186 was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 19-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.